Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Log review for 01 feb 2025 identified ECG lead off messages and pd core warning 247 indicating invalid patient impedance during pacing, followed by "poor pad contact" and "check pads" alerts prior to a pd core warning 75 (discharge fault) due to no detected pace current. Findings indicate the event was caused by poor pad contact/ impedance outside the required 15-300 ohm range and is not indicative of a device malfunction. The complaint could not be duplicated. Device testing with customer cables confirmed proper function, including pacing and defibrillation, and all functional tests passed. There was no fault found with the device and the device performed as intended. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.